Event description:
It was reported that during a wisdom tooth removal, the bur which was being used, bent causing the bur guard to melt against the nose cone of the handpiece. There was no reported pt or user injury.

Manufacturer narrative:
The handpiece and bur guard were received at the MFR for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The bur guard can melt if it is pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard and the friction can melt the bur guard. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.